Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the competitor guidewire was knotted when it was withdrawn from the left ventricular (lv) lead. This resulted in the guidewire getting caught on the tip of the lead and pinching off a piece of it. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.